Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported EKG changes prior to polymer was not confirmed, rather, cardiovascular collapse and resuscitation were confirmed after the ab stent was deployed, but before the ispi and contrail stents were deployed; anaphylaxis and probable polymer leak. Usual polymer fill was refuted rather the physician reported inadequate fill of both the ipsi and contralateral limb rings (no fill). Procedure related harms could not be determined. The intraoperative type 3a endoleak was confirmed and was resolved with angioplasty. The reported polymer leak/ anaphylaxis was most likely due to user error related as the need for bilateral "buddy wire" due to pre-existing dissections and removal of catheter behind device post polymer fill of the ab device. The intraoperative type 3a endoleak was likely device related due to the underfilled or no fill in the iliac rings. On (B)(6) 2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On (B)(6) 2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- contact has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on (B)(6) 2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. It was noted that the patient was hemodynamically unstable prior to polymer fill of the stent graft. Approximately 5 minutes post polymer injection, the patient experienced hypotension. It was noted that the there was fill polymer remaining in the syringe, and there was no polymer observed to be leaking outside of the graft lumen. The physician stated that the patient was likely experiencing a myocardial infarction. The patient was treated per the hospital protocol and stabilized. The iliac limb stent grafts were placed without incident. The remainder of the case was completed without incident and the aneurysm was successfully excluded at the completion of the case. The patient was reported stable at the completion of the case and there have been no additional patient sequelae reported.